Manufacturer narrative:
Section d3: corrected. Section g1, manufacturing site: corrected. Section g8: correction. The initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-05342. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Section h6, health effect - clinical code, health effect - impact code: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the centrimag console (serial number: (B)(6)) was evaluated by service depot on 13sep2024 following the reported event of m4 alarms and the motor stopping; however, it was determined that the console was unrelated to the cause of the reported event. It was revealed that the root cause of the reported event was related to the returned centrimag motor. The motor¿s evaluation and review of the associated log file is addressed via the motor investigation. The reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 18dec2018. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, flow, and motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag displayed a m4 error during patient transportation; the centrimag motor stopped pumping with code m4 present. The patient was successfully switched to a backup console without issue.